Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA review. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the patient presented to the office with a prosthesis malfunction. A leak was suspected. The device was explanted and replaced with another inflatable prosthesis, and it was reported there was loss of fluid at an undetermined location.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and detached inlet tube with connector were received for evaluation. Examination and testing of the returned components revealed the presence of surface abrasion on both pump exhaust tubes and pump inlet tube. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. Testing revealed these not to be sites of leakage. No functional abnormalities were noted with any of the returned components. The information received indicated a loss of fluid from the device from an unknown location, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.